Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the anchor got loose inside joint and could not hold. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc-1, serial/batch number (B)(6), was received for evaluation. The screw was found on the device shaft; however, the eyelet was detached from the shaft. Visual inspection revealed that the eyelet was broken off, a piece still remains inside the shaft. No damaged was noted on the screw, shaft or handle. The most likely cause is attributed to misuse due to user error improver bone preparation, using excessive force to pry and/or leverage the device. Directions for use (dfu) section g. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.